Event description:
The customer reported via phone call that the display on the insulin pump is blank. The customer stated she tried 5 different batteries and the display was not returning. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are missing. Blood glucose value is unknown. The battery cap will be replaced. The customer was advised to insert a new battery and if display does not return revert to a backup plan until the replacement battery cap arrives. The customer stated that she has been reverting to manual injections since the week before.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.